Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty, subsequent treatment resulting in delay in procedure appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and calcified left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two proglide devices were successfully pre-placed and used to achieve hemostasis in the rcfa. Reportedly, the sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 20f and the aaa procedure was completed. After the aaa procedure was completed, hemostasis was not achieved with the successfully pre-placed sutures. A third proglide device at the 12 o'clock position was used but an anterior cuff miss occurred. A fourth and fifth proglide device were then used and also showed anterior cuff misses. The lcfa was then surgically opened and hemostasis was achieved by surgical intervention. The lcfa showed scar tissue from a previous procedures. The back side of vessel showed moderate calcification as well, but was not a reason for cuff miss. There was a clinically significant delay in the procedure or therapy. No additional information was provided.